Event description:
The coil could not be deployed through the catheter. The coil was removed and replaced with no harm to the patient. Manufacturer response for catheter, catheter (per site reporter), mfg contacted by site.